Event description:
Reporter stated the blood glucose monitor provided incorrect bolus advice. The customer's blood glucose was 375 mg/dl, and the monitor did not recommend a correction bolus. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).